Event description:
The instrument was used during a lavh. It was reported on the 3rd and 5th firing of the tsw35 the stapler would not fire. Another tsw35 was used to complete the case. There was no consequence to the pt. Clinical follow up: 2/4/97 1350 message and 800 number left for surgeon to call back. 2/5/97 1715 nncl sent.

Manufacturer narrative:
H6; code 200: lockout tabs bent as if fired, release, and refired. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that both cartridges were returned with bent lockout tabs on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. No testing could be performed due to the connection of the cartridges returned. Comments: if the instrument's firing cycle is interrupted, released, then restarted, the instrument and cartridge may become damaged.